Manufacturer narrative:
Investigation conducted to identify potential causes of packaging tearing into multiple pieces when opening. The package opens easily with both hands, horizontally as intended, with no contamination concern. The coating holds fibers securely, ensuring safe use. Packaging improvements have since been made to improve customer experience.

Event description:
It was reported that an end user found the packaging of the hollister apogee intermittent urinary catheter to be too thin and that the packaging would tear in approximately 4-5 places during opening, forcing the user to touch the catheter more frequently in order to remove it from the packaging. It was reported that the need to touch the catheter during removal increased the risk of contamination. It was also reported that the end user experienced four urinary tract infections (utis) within less than two months. It was additionally reported that the end user had used the product for approximately 30 years and had previously experienced utis only occasionally.